Event description:
Newborn delivered blue and limp. Positive pressure ventilation successfully administered but staff had difficulty separating corrugated tubing from mask to administer free-flow o2. Staff estimated delay time of 2-3 mins.